Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, and firmware errors were observed within the investigation window. A global receiver functional test was performed and resulted in no failures related to the patient's complaint. The receiver case was opened and an visual interior inspection was performed. The device passed visual interior testing. The reported event of initializing screen without manual restart was confirmed during log review. A root cause for the firmware errors could not be determined.